Event description:
It was reported to boston scientific corporation in 2007 that a captiflex snare was used during a colonoscopy procedure the same day. (Patient gender, age and weight unknown) according to the complaint, during the procedure when the doctor was opening the snare (in the colon) it was not opening smoothly. The doctor then applied more pressure which caused the snare to come out of the catheter rapidly and (per the doctor) could potentially cause bleeding or other trauma to patient. Additional information provided by (rn) who stated that the snare met resistance in the sheath while trying to advance the loop out of the sheath. She added, the patient did not sustain any complications or ill effects due to this issue. The case was completed with another captiflex snare device. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Customer complaint not confirmed . No problem was found on the unit returned. .